Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2008. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; perineum pain; anal pain; rectal pain; thigh pain; painful intercourse; incontinence not present before implant surgical interventions: on (B)(6) 2010 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: tightened the sling. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: mesh removal. Nonsurgical treatments: on (B)(6) 2019 the patient commenced the following treatments: pain medication: betmiga for the treatment of: pain. Treatment duration: daily. Incontinence medication: hiprex for the treatment of: incontinence and pain. Treatment duration: daily. Topical treatment: ovestan cream for: health of the vagina. Treatment duration: twice a week. Nerve simulation - ptns for purpose: help with urine incontinence. Treatment duration: monthly.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.